Event description:
A 7.0mm diameter x 60mm length medtronic ave billary stent was inserted into the right coronary iliac artery via a contralateral approach from the left iliac artery. The pt had two stents that had been placed in each iliac at the aorto-iliac bifurcation a year prior to this procedure. Although the stent was able to pass through the left iliac stent, it was not possible to cross the right iliac stent. Therefore, an attempt was made to pull the stent back over the bifurcation. During retraction of the stent over the bifurcation, the stent dislodged off of the stent delivery balloon and became "twisted up" in the distal aorta. The stent was then snared to the femoral arterial puncture site in the left groin, but would not retract back into the sheath. Therefore, the sheath was exchanged for a larger diameter, 10 french sheath. It was still not possible to pull the stent out through the sheath. The pt then went to surgery for removal of the stent. Another MFR's stent was then placed at the target lesion in the right iliac artery. There was no additional clinical sequelae reported relative to the event.